Manufacturer narrative:
The event occurred (B)(6).

Event description:
Caller reported mobile system blood glucose result 17.2 mmol/l and 5.5 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.